Manufacturer narrative:
The root cause was determined to be a disconnection between the ventilator unit (vu) and interaction panel (ip). In consequence (correction) the vu esm board and the vu speaker were replaced. The device was tested, and all tests passed. Device operated well and meets its specifications. Ventilation was not interrupted at the time of the event. There was no patient or user harm. A CAPA is submitted to further investigate the root cause of "panel connection lost". The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Dear (B)(6) , a customer has a problem with 1 unit of g5: during ventillation the unit shuted down. They did all the tests and a long run. Please advise if they can send the unit back to work. (B)(6).